Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. This issue occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however photographs were received and evaluated. Visual inspection of the photographs showed broken occluder feet. The reported issue was verified. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.